Manufacturer narrative:
(B)(4). It was reported that the disconnection caused about 2l of solution to leak onto the patient's mattress and carpeting. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report references the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. On an unreported date, the transfer set had disconnected from the patient line on the cassette while the patient was sleeping. The patient developed peritonitis which was manifested by abdominal pain, cramping, cloudy effluent and slight fever. The same day as the peritonitis onset, the patient was treated with ¿first bout¿ of unknown antibiotics and then on an unreported date, the patient began treatment with ciprofloxacin (dose, frequency and route not reported) for 4 more days. The cause of the peritonitis was reported as ¿due to disconnect¿, however, this was not medically confirmed. It was unknown if the patient was hospitalized for the event. However, it was reported that the patient was not able to use the cycler in the hospital and had to use twinbags for therapy. At the time of this report, the patient was recovered from this peritonitis event. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of the reported event was undetermined. A review of all batch record documents was performed for potentially associated lot number h13l31014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. There was an exception open for a maintenance issue, identified as an oxidizer down for more than two hours, but less than eight hours. Should additional relevant information become available, a supplemental report will be submitted.